Event description:
It was reported a cerebral vascular accident and death occurred. A pre-transesophageal echocardiogram (tee) did not demonstrate any left atrial appendage (laa) thrombus. A laa closure procedure was performed and a 24mm watchman flx laa closure device was implanted. The 24mm watchman flx laa closure device was initially deployed, repositioned with partial recapture as the initial position was too deep in the appendage. The device met release criteria and was released. The patient was observed overnight, with no effusion on follow-up imaging the following morning. The patient was discharged on warfarin and aspirin the following day on 11mar2022. On 12mar2022, the patient was admitted with balance issues and difficulty in finding their words. Computed tomography (CT) imaging demonstrated an acute cerebral vascular accident. Over the next 12 hours, the patient's symptoms resolved. The patient had not yet started their warfarin although had been instructed to do so. The patient was managed conservatively with warfarin without heparin bridging and discharged the following day on 13mar2022. Per medical record, the patient passed away during their sleep on the evening of (B)(6) 2022. An autopsy was not performed.